Event description:
Rupture and leakage of dow corning silicone breast implants, 200cc now corning silicone breast implants implanted in 1997. In 2006, right breast implant capsulated. Left implant mushy. Pain in right shoulder blade, traveling up through neck into head. Severe chest pain in sternum. Explanted in 2006. Both implants evidenced free silicone floating in the elastomer envelope. There appeared to be a tear in the left implant with significantly more free floating silicone in that elastomer envelope.